Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch:7128542.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. X-ray revealed that the leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will not be returned as they were kept by the facility. No device malfunction was suspected.